Manufacturer narrative:
(B)(4). G2: literature - perugini, a., iandoli, j., pelz, n., degenova, d., melaragno, a., faherty, m., taylor, b.c. (2025). Is fixation of a single end of flail segment rib fractures enough? Trauma surgery and acute care open;10(2) doi: 10.1136/tsaco-2024-001707. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a journal article was obtained that reported a retrospective study. The purpose of the study was to analyze surgical rib fixation and assess outcomes for non-fixed fractured rib ends in segmental rib fractures. The study reviewed 125 consecutive patients admitted through level 1 trauma center. All patients underwent open reduction and internal fixation (orif) of their rib fractures. Decisions about whether to fix one or both fracture lines in a segmental (flail) rib fracture were made intraoperatively by the senior surgeon. Patients were divided into two cohorts with a single-sided fixation and both-sided fixation. It was reported that one patient in the both-sided fixation cohort experienced hardware failure characterized by screw backout. The patient reportedly tolerated the event clinically. Attempts have been made and no further information has been provided.